Manufacturer narrative:
E1: patient city: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient faced an occlusion alarm on (B)(6) 2026 which led to high blood glucose. The high blood glucose event was treated with manual injections.